Manufacturer narrative:
The device did not return for evaluation. As no product samples, videos, or photographs were returned for investigation, the issue of leaking was not confirmed and a probable cause cannot be identified based on the information that has been provided. A batch record review was performed for lot 929095h and no discrepancies that may have contributed to a complaint of this nature were found. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the final visual, physical evaluation results indicated that the product met specification requirements.

Event description:
The event involved a customer report of a primary plumset with 0.2 micron filter where a leak of paclitaxel was noted at the filter. The leak occurred approximately halfway through the infusion (1hour) and the line had been in use approximately 1.5 hours at the time of leakage. The default pressure set on the pump is 310 mmhg and no alarm occurred on the pump in relation to the leak. The device was replaced with a different lot number with no further incident. There was no adverse event reported, no medical intervention required and no delay in therapy.